Event description:
It was reported the external pulse generator (epg) was dropped and the atrial lead does not lock in tightly. It was also noted that the ring and bails are missing and the device needed to be calibrated. The epg was returned to the manufacturer and subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed the customer comment - the atrial connector was broken and ring and side bails were missing. The upper/lower cases, side bail covers, ring cover, and battery drawer were missing. The battery release, lead flex cover, and one screw were contaminated. The display and board connector cable were out of specification.